Event description:
It was reported that the spinal cord stimulation (scs) patient presented with lead migration. The patient underwent a lead revision procedure during which the affected lead was replaced to address the migration, and an implantable pulse generator (ipg) was also removed due to discomfort at the implant site near the iliac crest. A prior fall was reported but not confirmed as contributory. Electrocautery was used during the procedure. The explanted devices were not made available by the facility and were not returned for analysis. The patient is reported to be doing well postoperatively and is fully programmed.

Manufacturer narrative:
Block b3: event date unknown, approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Model number/catalog number: unknown. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: unknown. Unique identifier (UDI) #: unknown.